Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose had ran low to 40 mg/dl and paramedics were called for assistance. Customer reported that her blood glucose was at 89 mg/dl prior to be and there was nothing that could have contributed to the low blood glucose. Troubleshooting was offered but was declined by the customer. No additional information is provided.